Event description:
It was reported that during a tonsillectomy procedure, the surgeon was using the device to cut the tonsil. The piece of skin is still attached to the end of blade. Pt received a first degree burn in the mouth and first and second degree burns in the corner of the mouth. No further information is available.